Manufacturer narrative:
Visually confirmed that approximately 11mm has been broken off of the tip. The broken portion was not returned for analysis. Dimensional inspection of the relevant dimension confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload.

Event description:
It was reported that the tip of the rail cutter was broken off during use. The broken piece was removed by suction. There was no patient injury.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. A review of the device history records found no documentation to indicate a non-conformance to specification. We are unable to determine cause of the event.